Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set flow block alarm event on (B)(6) 2026. The blood glucose level was high and patient was treated with correction injection bolus via pump. The blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.